Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 38 mm xience prime stent in the distal circumflex (cx) artery. Post dilatation was performed using a 2.5 mm dilatation catheter. On (B)(6) 2015, the patient was re-hospitalized with angina. In-stent restenosis was noted and additional intervention was performed in the distal cx, proximal cx and mid left anterior descending (lad) arteries. Angioplasty was performed in the proximal portion of the previously implanted xience prime stent in the distal cx and an additional unspecified drug eluting stent was implanted in the distal portion of the previously implanted xience prime stent in the distal cx. An unspecified drug eluting stent was implanted in the mid lad. The patient's angina resolved the same day. No additional information was provided.